Event description:
Event description cpi received information that at a routine follow-up visit, this implantable cardioverter defibrillator (ICD) was found in monitor only. The patient left the office three months ago in monitor+therapy.